Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that during a lecture on the use of the power manual retract tool, the tool became damaged, resulting in the cartridge and adapter becoming irreversibly stuck and unable to be detached, and the jaws were unable to open. It was noted that the handle used was a powered handle however, the manual adapter tool cannot be used while the power handle is connected and requires disconnection prior to use. As a result, it was determined that the power handle was not related to the event and was not involved. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: partial fire. The reload was partially fired with the interlock engaged. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lecture on the use of the power manual retract tool, the tool became damaged, resulting in the cartridge and adapter becoming irreversibly stuck and unable to be detached, and the jaws were unable to open. It was noted that the handle used was a powered handle however, the manual adapter tool cannot be used while the power handle is connected and requires disconnection prior to use. As a result, it was determined that the power handle was not related to the event and was not involved. There was no patient was involvement.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lecture on the use of the power manual retract tool, the tool was damaged, resulting in the cartridge and adapter becoming irreversibly stuck and unable to be detached. The jaws were unable to open. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: sigmret, sig power sigmret manual retract tool (lot#: c7e7402x) sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)) sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.